Event description:
An osv ii lo pro had an occlusion. There was no flow through the valve. The CT confirmed the need for the unit to be revised.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.